Event description:
The user reported that from the (B) (6) 2009 and (B) (6) 2009 they experienced 10 set disconnections between the spike and tubing. All of these disconnections were identified during set up of infusion and occurred with no pt contact.

Manufacturer narrative:
(B) (4). (B) (4).